Event description:
A report was received that the trial patient experienced severe pain and bleeding around the incision site where the trial leads had pulled/come out of his back after he fell down. The patient had a computerized tomography (CT) scan, and the incision site was cleaned up and re-bandaged. CT scan showed a slight sign of infection. The patient was prescribed antibiotics. Upon follow-up, the physician stated there was no infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having severe pain around the incision site. It was noted that the patient's leads had come out. The patient had a computerized tomography (CT) scan and the incision site was cleaned up and re-bandaged. CT scan showed a slight sign of infection. The patient was prescribed antibiotics.